Manufacturer narrative:
Since the model of the endoscope is unknown, a 510k cannot be determined. International medical device regulators forum (imdrf) adverse event reporting. (B)(4).

Event description:
The reported complaint of "bristles on profile brush were removed passing thru the channel" involving OEM accessory cs5522a cleaning brush, did not contribute to or cause a serious injury or death of a patient or user. No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. However, the information reasonably suggests that if the malfunction recurs while in use with pentax product is likely to cause or contribute to a death, serious injury, or other significant/important medical event as defined in 21 cfr 803, therefore this event is reportable. On 29th oct 2020, the OEM manufacture was notified of the event, however the user disposed of the brush in medical waste and the manufacture could not perform additional investigation. The manufacture could only speculate as to the root cause of the event where they stated the following: "the nature of the complaint suggests that the brush was either twisted excessively during use or twisted during manufacture. The failed product was not supplied so cannot be examined for further details. Review of manufacturing was carried out and no concerns were raised. No complaints have been received of this nature since one isolated incident in 2017. " the manufacture considers this complaint a one of a kind and closed the complaint based on the current information. In addition, the asked the user to monitor the situation and report any similar or reoccurrence of failure immediately. The model of the scope is unknown its only known that is a colonoscope.